Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 15d221162x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the reported condition cannot be specifically identified however; a potential root cause is attributed to the element if it was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze. In process checks are performed during the production of all lots. The checks are designed to catch quality deficiencies in the product. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/20/2015 that a customer had an issue with x-ray detectable gauze. The customer states that the raytec came out of the package with the x-ray detectable string hanging out.